Event description:
It was reported the patient received the following results within 15 minutes: 400's mg/dl and 90's mg/dl. And then on a separate day the user tested again and received the following results within 15 minutes: 300's mg/dl and 90's mg/dl. The user could not recall the exact values for each set of comparisons. The user stated that the readings were obtained using the same vial of strips, lot. 102981, and that the test strips were not expired at the time of the event.